Manufacturer narrative:
The customer's reported complaint that the thermogard xp ivtm system (sn (B)(6)) displayed tcmid:05 (coolant diff failure) error message was confirmed based on the event log review and during functional testing. The cable connection from the lm34 a/b temperature sensor to the pic-16 board was oxidized. The root cause of the error message was due to a failure of the lm34 temperature sensor, pic-16, and I/o board. During visual inspection of the thermogard console, no physical damage was observed. The event log review indicated tcmid:05 (coolant diff failure) error messages, thus confirming the reported complaint. The delta between the primary and secondary 30-second median coolant temperatures exceeded 6.0°c. The thermogard xp ivtm system failed functional testing due to the displayed tcmid: 05 error message, thus, confirming the reported complaint. The lm34 a/b temperature sensor, pic-16, and I/o board will be replaced to remedy the reported complaint. Upon service completion, the console will be subjected to final functional testing to ensure that the device passes all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the thermogard console with serial number (B)(6).

Event description:
During shift check, the customer reported that the thermogard xp ivtm system (sn (B)(6)) displayed tcmid:05 (coolant diff failure) error message on the monitor screen during power-on self test (post). No patient involvement.